Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient reported hearing tones from this implantable cardioverter defibrillator (ICD). Upon interrogation it was noted that the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This ICD was explanted and no additional adverse patient effects were reported.